Manufacturer narrative:
Product event summary: neither bin files nor product has been returned for analysis; no indication of product malfunction.

Event description:
Additional information received from the physician whom performed the procedure. This information indicates that the physician was unsure of the labiality of the blood pressure but was not contacted until the systolic blood pressure was low in the sixties, the physician was unsure of the exact amount of blood removed from the pericardial drain but was several hundred cc's. The cardiothoracic surgeon did find blood in the chest which was still in the pericardial space but no perforation was found. The blood noted in the abdomen was observed by the nurse in the cardiac care unit after the thoracic surgery and was coming from the gastric tube; the thoracic surgeon never opened the abdomen. To the physician's knowledge, no autopsy was done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is not available for analysis as it was discarded by the user facility; however, investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that post cryo ablation procedure the patient's blood pressure steadily decreased. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed and seven hundred milliliters of blood were removed during the procedure. During the pericardiocentesis procedure the patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The patient was transferred to the operating room (or) and a cardiothoracic surgeon performed an open chest procedure. It was reported that the pericardiocentesis drain was in an appropriate position. A large amount of blood was found in the abdomen and the source was not determined. The patient expired two days later.